Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead perforated the heart wall. The physician repositioned the lead which remains in service. As a result of the perforation, the patient developed a pericardial effusion and the physician drained the fluid from the pericardial cavity. No additional adverse effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.